Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Lot number provided is incorrect format/incomplete, and therefore, DHR review can not be conducted.

Event description:
It was reported that a waveone gold reciprocating file separated in the canal. The instrument was incorporated as part of the fill. No injury reported.